Event description:
It was reported there was a raised area where the back incision was. It looked like a ¿straw¿ under the skin. It was unknown if action was required as a result of this event. No diagnostic testing was performed. The patient status at the time of this report was ¿alive ¿ no injury.¿ it was noted the only thing the patient had complained about was pump pocket pain. No redness or swelling, or fever was noted. The healthcare provider (hcp) was going to do a CT scan to make sure the system was intrathecal. It was noted there was an elevated area in the back. It was further noted location of the catheter issue was at the spine segment. A CT scan was done and the hcp said the image showed the catheter was subdural. The patient was feeling tighter and had some falls. It was later reported the hcp was sending the patient to another physician to get worked up. It looked like the catheter was subdural in the CT scan and the anchor might need to be sutured down again. The drug being delivered via the device system was lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).